Event description:
During remote follow-up, inadequate capture and noise resulting in oversensing were observed on the right ventricular (rv) lead. X-ray imaging was performed and revealed no anomalies. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
Additional information was received indicating provocative testing was performed and the noise was unable to be reproduced.